Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer was prefilling the cartridge, using cold insulin in the cartridge, not properly cycling the cartridge, and was wearing the cartridge tubing facing up. The customer was educated on the proper load techniques. Customer gave a bolus and resumed insulin therapy to resolve the occlusions.